Manufacturer narrative:
(B)(6) 2016 10:06 am (gmt-4:00) added by (B)(6) ((B)(4)): service on the reported ventilator was done by a third party. According to the service report, the reported pre-use checks failure was caused by a defective air gas module. The air gas module regulates the inspiratory air gas flow to the patient. According to received information the air gas module was discarded and is not available for investigation. Earlier investigations of air gas modules from the same hospital with the same type of failure showed that the cause of the failure was broken and corroded delta pressure transducer on a printed-circuit (pc) board inside the air gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will lead to failures during pre-use checks and activation of alarms during ventilation. Sem-edx analysis (scanning electron microscopy with x-ray microanalysis) was performed on five delta pressure transducers from this hospital and showed that the corrosion was caused by chlorine contamination. Our conclusion is therefore, that the cause for the air gas module's failure in this case also is chlorine contamination that has affected the delta pressure transducer. The chlorine might have entered via the supplied air into the ventilator. According to the user´s manual, chlorine must not be detectable in the supplied gases to the ventilator. The hospital has been informed that measures should be taken to filter out contaminations e.g. Chlorine.

Event description:
(B)(6) 2016 10:02 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).